Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to vt detection. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was treated with anti-tachycardia pacing on an episode that was detected as ventricular tachycardia (vt) but was thought to be supra ventricular tachycardia (svt). Reprogramming was performed to change the detection zone. The device remains in use. No patient complications have been reported as a result of this event.